Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -3.00/+3.50/x129 diopter implantable collamer lens in the patient's right eye on (B)(6) 2016. Excessive vaulting with significant reduction of indo-corneal angles was noted. The lens was explanted and exchanged for a shorter lens on (B)(6) 2016. This resolved the problem. Post-op visit on (B)(6) 2016, ucva was 20/20.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the lens haptic broken. Conclusion code: as per dfu for this lens model, vticls are contraindicated for patients with a keratoconus eye. Corrected data: (B)(4).